Event description:
It was reported the patient was seen in the emergency room after presenting for receiving multiple inappropriate shocks for what appeared to be t-wave oversensing by the right ventricular (rv) lead during possible atrial flutter. It was indicated that the patient had ventricular tachycardia and following the treatment the t-wave oversensing was seen. The sensitivity for the lead was reprogrammed, the patient was provided medication and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed high resistance/impedance and patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010. The weekly high voltage (hv)-lead impedance trend data shows a spike increase for and max defib active can on impedance =254 to 34 ohms baseline and max ventricular pace bi impedance = 4047 on (B)(6) 2010, then returning to a baseline of 418 ohms on (B)(6) 2010. A save to disk review revealed lead integrity alert triggered and patient alert for lead failure predictor on (B)(6) 2011. There was also oversensing with ventricular (non-sustained tachycardia) nst less than equal to 210 ms on (B)(6) 2011 and ventricular fibrillation (vf) less than equal to 210 ms average v-cycle between (B)(6) 2011.